Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) had a charge time of 16.1 seconds and a monitoring voltage of 2.60 volts in april. Now the device had declared elective replacement indicator (eri) battery status with a charge time of 26.1 seconds and a monitoring voltage of 2.56 volts. The device outputs were low and no shocks were given. It was suspected that the device battery had depleted prematurely.